Manufacturer narrative:
(B)(4). H10: arcos con sz c std 60mm. Item: 11-301303, lot: 65710916. G7 osseoti multihole 58mm g. Item: 110010267, lot: 7196540. G7 hi-wall e1 liner 36mm g. Item: 010000937, lot: 7210981. G7 screw 6.5mm x 30mm. Item: 010000999, lot: 7389732. Delta ceramic fem hd 36/-3mm. Item: 650-0660, lot: 3095592. G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately three years post-implantation due to pain and radiolucency of component. It was confirmed that no further information could be provided.